Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Technical support instructed the caller to perform several corrective actions, including disconnecting tubing, tightening locks, and delivering boluses at different stages. Ultimately, the bolus delivery was successful, and the customer was advised to replace supplies as necessary and resume insulin therapy.